Manufacturer narrative:
This complaint was re-evaluated and determined to be MDR reportable.

Event description:
Reportedly, when inserting the third trocar, the air valve popped off. No pt injury. Procedure: cholecystectomy. Pt sex: unk.